Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 5.0 x 60 mm 200cm ranger drug coated balloon catheter was selected for use in endovascular therapy. During the initial inflation at 6 atmospheres, the balloon developed a pinhole rupture with visible damage at the tip. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.